Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -10.50 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. After implantation the surgeon noticed there was a foreign substance that looked like tiny plastic debris was found on the lens. The surgeon removed the debris with the forceps. Lens remains implanted.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Correction: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation the foreign debris on the lens was determined to be a piece of icl footplate. The piece of the icl footplate likely broke off another icl during the machining process and came into contact with the subject lens during the machining or tumbling process. However, a definitive root cause for this event was unable to be determined. Operators involved in the manufacturing of the nonconforming lens have been retained and made aware of the importance of verifying that no particulates are present on the lens. There is no indication that suggests a deficiency in the manufacturing process or trend of process errors. Further investigation is not required at this time. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: vial was returned with no lens. Visual inspection found a foreign particulate noted in the vial. Particulate was not removed from the vial. Additional information: h6 - health effect clinical code: 4581 - foreign body adhesion. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).